Manufacturer narrative:
This is a correction of the previous report. The model no. Was corrected. The user facility report contains a serial number that does not correspond to the format used by dräger. The serial number and unique device identifier (UDI) of the affected fabius tiro were requested from the customer but not provided. Therefore, the UDI cannot be determined.

Event description:
It was reported that the display of the anesthesia workstation suddenly turned black and that rebooting the device could not remedy the error condition. As per report the event did not lead to consequences for the patient.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination and repair of the device. Upon dräger's request for further information, it was responded by the hospital that no additional details can be provided. A case-specific evaluation is thus not possible. There was no s/n information transmitted; age of the device and status of preventive maintenance and repairs is not known to the manufacturer. In fact, it can even not be confirmed that a device malfunction occurred - the reported scenario could also be explained by a loss of mains power due to e.g. Infrastructure problems followed by continued device operation on internal battery until the latter was depleted. A lot of other explanations may apply as well and, it is impossible for dräger to divide if the reported issue was related to lack of preventive maintenance and repairs, malfunction, use error or infrastructure problems or a combination of two or more factors. The device design allows to bridge patient support in manual ventilation with the built-in breathing bag. This has obviously worked as intended ince no patient consequences have occurred. It is recommended to have the device checked by trained service personnel. H3 other text : device not available for evaluation

Event description:
It was reported that the display of the anesthesia workstation suddenly turned black and that rebooting the device could not remedy the error condition. As per report the event did not lead to consequences for the patient.